Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise through a merlin.net transmission. The patient was asymptomatic and would be brought into clinic for device reprogramming.

Event description:
New information indicated the lead exhibited an insulation anomaly. The lead was capped and replaced.